Event description:
A broken needle was received for evaluation. It was reported that a patient underwent a lower anterior resection (of rectum) lar on (B)(6) 2023 and suture was used. Z suture was performed to suture the edge with buried continuous suture after rectal resection for staple line burial. Covidien's signia was used on rectal dissection. The needle broke. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> the product received for analysis were identified as product code j316h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of sample b. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces was examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fractures was composed of microvoid coalescence, which is evidence of a ductile overload failure. Macroscopic plastic deformation observed coincidental to the fracture of sample b provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-03636, 2210968-2023-04666, and 2210968-2023-05555.